Event description:
Diamond knife blade incorrectly calibrated at 302 microns rather than 300 microns. Resulted in laceration to pt's right eye globe which had to be repaired. Original scheduled surgery of right cataract extraction with lens replacement had to be aborted.